Event description:
It was reported that a cartridge alarm 25 occurred, tandem technical support was unable to verify if cartridge had been removed. Customer went to the emergency room with a blood glucose value of 1400 mg/dl and ketones, and was subsequently hospitalized. Customer was treated with intravenous saline and insulin, and antibiotics. Multiple follow up attempts were completed by tandem technical support however no information was provided regarding the release date. Contact did indicate the issue was resolved and no permanent damage was sustained. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.